Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely that insufficient reprocessing, due to using the wrong device in a mixture led to the malfunction olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited insufficient or incorrect reprocessing scope was used for next procedure. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.